Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were getting a foley out of range alarm in an arctic sun device. They disconnected the foley and connected it to their bedside monitor. The temperature still was not reading, so they thought the foley was the issue. Suggested replacing the foley (confirmed it was a bd foley) by first stopping therapy, disconnecting the first foley, connecting the new foley, and pressing start. If alarm continues replace the temperature in cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a foley out of range alarm in an arctic sun device. They disconnected the foley and connected it to their bedside monitor. The temperature still was not reading, so they thought the foley was the issue. Suggested replacing the foley (confirmed it was a bd foley) by first stopping therapy, disconnecting the first foley, connecting the new foley, and pressing start. If alarm continues replace the temperature in cable.